Event description:
It was reported that during the implant procedure the lead perforated through the endocardium, resulting in tamponade. The lead was successfully repositioned. A chest tube was inserted and the patient stabilized. At the follow-up visit the patient was doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.